Event description:
It was reported the patient's implantable cardioverter and left ventricular lead were explanted for vegetation. The doctor did not consider this an adverse event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.